Event description:
During the initial implant procedure, the left ventricular (lv) lead was dislodged after the positioning tool was cut. The lead was explanted and a new lv lead was successfully implanted to resolve the event. The patient was in stable condition.